Manufacturer narrative:
A visual inspection was performed on the returned device. The reported stent dislodgement was confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. A conclusive cause for the reported stent dislodgement could not be determined; however, factors that may contribute to stent dislodgment include, but are not limited to, crimping during manufacturing, incorrect sheath sizing, negative pressure during sheath removal, forced sheath removal, mishandling during product preparation for use, interaction with accessory devices, previously placed stents and/or patient disease state. There was no damage noted to the balloon expanding stent (bes) during the inspection prior to use which suggests a product quality issue did not contribute to the reported dislodgement. In this case, it is possible the device may have interacted with accessory devices (introducer sheath) during advancement, ultimately causing the reported stent dislodgement; however, this cannot be confirmed. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat a 90 % stenosed lesion in the brachiocephalic trunk artery. The 9x39mm omni elite balloon expanding stent (bes) was being advanced into the introducer sheath when the stent became dislodged. Therefore, the bes was removed with the dislodged stent and the procedure continued with an unspecified stent. There were no adverse patient effect and no clinically significant delay reported in the procedure. No additional information was provided.